Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the g6 receiver with the serial number (B)(4). However, data for the g6 android application with the serial number (B)(4) was provided for evaluation. The allegation was confirmed. The probable cause was determined to be the mobile device lost power. No injury or medical intervention was reported.